Manufacturer narrative:
Evaluation method, results, conclusion: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
The x-ray system failed during an interventional procedure. The x-ray generator was not available due to a geometry error. The patient transferred to another hospital unit. No injury for the patient.